Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Batch # m55y84. The analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a nephrectomy procedure, the device was fired with a white cartridge and the user did not complete the fourth stroke of the firing sequence to return the blade, therefore, the jaws of the device would not open. The stapler jaws were pulled off of the tissue while still closed with no injury to the tissue. Case completed with another device of the same product code. There were no patient consequences reported. The sales rep was not present for the case.